Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a mitral valve and tricuspid valve repair procedure the physician inadvertently dislodged the left ventricular (lv) lead while tunneling. The lv lead was removed and replaced with a epi-cardial lead. Post the vale repair the bi-v implantable pulse generator (ipg) and leads were checked and insulation damage was noticed on the right atrial (ra) lead. The physician chose to cap and replace the ra lead as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.